Event description:
(B)(6) 2019,crts 3892049 (con): information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated his reason for calling was due to difficulty charging his ins. The patient explained that he went through the steps on how to recharge the ins, but noted that he couldn't get the charging session started. The patient stated that he went through the recharging ins with the rep, but it "didn't register enough to him". While on the call, it was reviewed how to start a charging session. The patient reported seeing recharging excellent, the ins battery was at 30%, and the controller battery was at 100%. During the call, the patient reported that the ins battery went up to 40%. It was also reviewed with the patient to recharge the controller once the patient was done charging their ins. Troubleshooting resolved the reported issue. No further complications were reported. No patient symptoms were reported. (B)(6) 2019 crts 3896477 rpl (con) additional information was received from the patient. The patient reported that they are having difficulty getting the rtm to find ins. It wasreported that it takes 30 minutes for the rtm to find the ins before the ins starts charging. Patient mentioned they fasten the belt the best they can once the rtm connects with the ins. It was reported that the ins was charged to 100% yesterday and then was very low in the morning when they tried charging. It was reported there was difficulty to get rtm to position correctly. Patient reported their wife positioned the rtm over their ins and "no device found" screen was seen. Patient repositioned rtm and pressed recharge reporting they see the passive recharge mode prompts. Patient reported highest middle number was 96 and confirmed rtm eventually connected to ins. It was reported that it ins seems to last only 24 hours and has to be charged daily. Patient reported their trial system seemed to help them regain balance, noting that the ins has not done this yet. Patient reported they had trial for 6 days and things went well, after the trial system was removed they were in pretty bad pain and it felt like it was worse than before they had the trial. Patient indicated they had to wait 1 month after trial to get ins. No further complication reported and/or anticipated at this time. (B)(6) 2019, crts 3896477 update (con): no new information. (B)(6) 2019 crts 3906898, rpl 245867 (con): additional information was received from the patient. It was reported that the patient was having a problem charging the ins and couldn't get it to charge. The patient stated they tried to use it last night and it wouldn't work to control the pain; the patient wanted to know what group they should try, whether a or b. Patient services (ps) reviewed the groups with the patient and recommended that they try both a and b to see which one works best for them and if this does not help then to follow up with their healthcare professional (hcp). Ps then had the patient try to charge but the controller displayed poor recharge quality (screen 76) . Ps had the patient reposition the recharger many times but that did not resolve the issue. The patient stated that since the beginning/implant it had been difficult for them to locate the right spot to get a good charge. The patient was transferred to repair who noted that the patient was able to charge and was getting excellent connection now so they didn't need anything replaced at the time. The patient called later and reported that recharging was a continued issue, they were charging the ins and the screen showed finished but both devices were at 80%. The patient said it was impossible to find the right spot since implant and their wife helps them with finding the right spot. The patient then stated the ins was showing 90% charge now and controller was 80%. Ps recommend for the patient to follow-up with their hcp regarding the difficulty charging the ins. No further complications were reported/anticipated. (B)(6) 2019 crts 3923252 (con): **omitted information regarding 703400388 -settings not available** additional information was received from the patient on (B)(6) 2019. It was reported that the patient was still having recharging difficulties. On the night prior to the report, the patient was charging his ins; the controller (ctm) was fully charged and the ins was at 70%, but the ctm said ¿finished¿. Then the patient could not get past the ¿charge your implant battery soon¿ screen. In the end, the patient was redirected to their healthcare professional (hcp) to assist with recharging difficulties. There were no further complications reported or anticipated. (B)(6) 2019 crts 3931637 x2, rpl 250773 (con): additional information received from the patient that he charged his implantable ne urostimulator (ins) at excellent the night prior to the report, then was trying to recharge on the day of the report, and it took 30 minutes to for the device to connect with the implantable neurostimulator (ins). The patient reiterated the issues that were frustrating and the ins was reading very low when he was trying to charge. In addition, the patient would see poor recharge quality as well as the screen saying his ins was very low. The patient saw the message screen. Additional information from the patient reiterated the same issues. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: adverse event and product problem should have been selected on previous report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having a problem charging the ins and couldn't get it to charge. The patient stated they tried to use it last night and it wouldn't work to control the pain; the patient wanted to know what group they should try, whether a or b. Patient services (ps) reviewed the groups with the patient and recommended that they try both a and b to see which one works best for them and if this does not help then to follow up with their healthcare professional (hcp). Ps then had the patient try to charge but the controller displayed poor recharge quality (screen 76) . Ps had the patient reposition the recharger many times but that did not resolve the issue. The patient stated that since the beginning/implant it had been difficult for them to locate the right spot to get a good charge. The patient was transferred to repair who noted that the patient was able to charge and was getting excellent connection now so they didn't need anything replaced at the time. The patient called later and reported that recharging was a continued issue, they were charging the ins and the screen showed finished but both devices were at 80%. The patient said it was impossible to find the right spot since implant and their wife helps them with finding the right spot. The patient then stated the ins was showing 90% charge now and controller was 80%. Ps recommend for the patient to follow-up with their hcp regarding the difficulty charging the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2019. It was reported that the patient was still having recharging difficulties. On the night prior to the report, the patient was charging his ins; the controller (ctm) was fully charged and the ins was at 70%, but the ctm said ¿finished¿. Then the patient could not get past the ¿charge your implant battery soon¿ screen. In the end, the patient was redirected to their healthcare professional (hcp) to assist with recharging difficulties. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated his reason for calling was due to difficulty charging his ins. The patient explained that he went through the steps on how to recharge the ins, but noted that he couldn't get the charging session started. The patient stated that he went through the recharging ins with the rep, but it "didn't register enough to him". While on the call, it was reviewed how to start a charging session. The patient reported seeing recharging excellent, the ins battery was at 30%, and the controller battery was at 100%. During the call, the patient reported that the ins battery went up to 40%. It was also reviewed with the patient to recharge the controller once the patient was done charging their ins. Troubleshooting resolved the reported issue. No further complications were reported. No patient symptoms were reported. Additional information was received from the patient. The patient reported that they are having difficulty getting the rtm to find ins. It was reported that it takes 30 minutes for the rtm to find the ins before the ins starts charging. Patient mentioned they fasten the belt the best they can once the rtm connects with the ins. It was reported that the ins was charged to 100% yesterday and then was very low in the morning when they tried charging. It was reported there was difficulty to get rtm to position correctly. Patient reported their wife positioned the rtm over their ins and "no device found" screen was seen. Patient repositioned rtm and pressed recharge reporting they see the passive recharge mode prompts. Patient reported highest middle number was 96 and confirmed rtm eventually connected to ins. It was reported that it ins seems to last only 24 hours and has to be charged daily. Patient reported they had ins charged to 100% and the following day ins was "very low". Patient reported their trial system seemed to help them regain balance, noting that the ins has not done this yet. Patient reported they had trial for 6 days and things went well, after the trial system was removed they were in pretty bad pain and it felt like it was worse than before they had the trial. Patient indicated they had to wait 1 month after trial to get ins. No further complication reported and/or anticipated at this time.